Event description:
The customer reported the device failed to fully power up for user initiated testing. This symptom presented during testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed to fully power up for user initiated testing. This symptom presented during testing. There was no pt involvement. The device displayed error code 10004 and the instruction to cycle power. The device would then halt operation. The device was evaluated by the philips EU bench and the stated problem was confirmed. The control pca was found to have been the cause of this malfunction.